Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
Due to the (B)(6) 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. (B)(4). It was reported that the customer received lasso nav variable eco catheter with a label (a piece of paper) inside the sterile packaging that stated "qc hold". This type of issue is indicative of a reportable event. There was no patient involved in this complaint. Upon receipt, the catheter was visually inspected and it was found in normal conditions; however no qc label was found. A deflection and contraction test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and it was found that catheter lot number was part of an internal manufacturing investigation where a qc hold label was used. Catheter was found within specification. The customer complaint has been verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer received lasso nav variable eco catheter with a label (a piece of paper) inside the sterile packaging that stated "qc hold". This type of issue is indicative of a reportable event. There was no patient involved in this complaint. No additional information has been provided.